Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported stent deformation (stretching). It was reported that during implantation of the stent, the stent was noted to be elongated. Factors that may contribute to stent deformation (stretching) include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, or damage incurred during manufacturing. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent deformation (stretching). Post dilation was performed to implant the elongated portion of the stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated, d2a correction: common device name updated, d3 correction: name, address updated, h3 correction: device returning status updated from yes to no.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 3.5x28mm xience alpine stent delivery system (sds) was advanced to the target lesion; however, during deployment the proximal stent struts were noted to become stretched [elongated]. Therefore, post dilatation was used to further implant the stretched end of the stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.